Manufacturer narrative:
Product will not be returned. Eval is pending upon completed investigation of the product.

Event description:
The pt experienced back pain on an unknown date following initial stabilization surgery. Follow-up indicated that the incompass rods at t5 were broken. The rod spanned t5 with screw placement at t4 and s1. Revision surgery was required to repair. The surgeon removed the entire construct and replaced it with a different MFR's construct and 6.0 rod.